Manufacturer narrative:
Analysis of the instrument and instrument data indicates that the most likely cause for the discordant elevated troponin I result is heterophilic antibody binding. The presence of heterophilic antibodies is consistent with the repeatable results obtained on retesting of samples on the dimension vista(r) loci methodology. Although negative troponin results were obtained with the alternate siemens healthcare diagnostics methodology, the presence of heterophilic antibody binding can neither be definitively excluded nor confirmed by siemens. The instructions for use for the cardiac troponin I flex® reagent cartridge contains the following information: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
An elevated troponin I result was obtained on a patient sample. The result was reported to the physician who questioned the result. The sample was later rerun on an alternate instrument (alternate methodology) and a lower, negative result was obtained. Patient treatment was not altered as a result of the elevated troponin I result. There was no report of adverse health consequences as a result of the elevated troponin I result.